Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of low speed advisories, a specific cause for these events could not be conclusively determined throughout this evaluation. In addition, a direct correlation with heartmate ii lvas, could not be conclusively established. The submitted log file captured two transient low speed advisory alarms on (B)(6) 2019 at 06:20:34 am and 07:55:50 am, associated with the speed decreasing to values as low as 7950 rpm, below the low speed limit of 8600 rpm. These events occurred while the system controller was connected to an mpu. The pump appeared to have functioned as intended above the low speed limit throughout the remainder of the data. There is no product available for investigation. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 6 years 3 months 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient experienced two low speed advisories on (B)(6) 2019. Analysis of the log file revealed that these occurred while attached to an mpu. The lowest speed recorded was 7950 rpm. We observed 2 low speed advisories, these occurred while attached to an mpu. The lowest speed recorded was 7950 rpm. This may be an issue with the driveline having a short to shield issue. An x-ray of the driveline showed thinning of the shield near the external bend relief. On (B)(6) 2019 the patient was transplanted due to device malfunction. No additional information was reported